Manufacturer narrative:
Additional information received from the initial reporter on 12 april 2016 and includes: the problem was the loosening of the cup. The ha was still on the cup, there was no osteointegration. Batch review performed on 29 april 2016. (B)(4). Visual inspection made by the r&d project manager on 28 april 2016: on the ceramic liner some signs can be noted probably caused by the removal phase. On the shell, the ha is totally reabsorbed; portion of bone can be noted only in the equatorial macrostructures. Some deformations of the macrostructures can be noted: they were probably caused during the removal phase. It is not possible from the inspection of the implants determine the root cause of the event. On 04 may 2016 the medical affairs director performed a clinical evaluation and commented as follows: from the postoperative radiograph it looks like a perfect hip, implanted 4 months before revision. At three months, radiolucent lines can be seen along the periphery of the cup. At visual inspection, the cup had no osteointegration except, perhaps, where the macrostructure is, near the equator: 4 months is a short time, but some activity, at least mechanical interaction, could have taken place and be displayed on the cup surface. Sometimes this delay can be due to insufficient reaming of the bone, which may be required in a shallow acetabulum. The patient is probably not allergic to implanted materials because on the femoral side everything seems to be fine. There is no report of local infection. To date, the root cause cannot be established.

Event description:
Cup, head and liner revision planned. No infection.

Manufacturer narrative:
On 04 july 2016 it was prepared a final report with the information already submitted in the initial report. On 25 july 2016 the report was sent to the initial reporter and the case was closed.